Event description:
The patient underwent a revision surgery on (B)(6) 2024, to address stimulation lead tension. During the revision procedure, physician identified a seroma surrounding the stimulation lead body and a seroma at the ipg pocket. Physician dissected scar tissue and closed. Physician prescribed antibiotics and steroids after the procedure was completed.